Event description:
Customer reported that the suture broke 3-5 hrs following ophthalmic surgery. The pt was returned to surgery for repair. No further info was provided.

Manufacturer narrative:
A review of the batch mfg records was conducted. This review did not identify any non-conformances and the batch met all finished goods release criteria. No conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.